Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2018-03508. It was reported that the patient's leads migrated. The patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy restored post-operatively.